Event description:
A complaint was received regarding bleeding while wearing the adc device and subsequently experienced a "flashed" and a loss of consciousness on (B)(6) 2022. The customer regained consciousness and self-treated with "coca." No third-party medical treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding bleeding while wearing the adc device and subsequently experienced a "flashed" and a loss of consciousness on (B)(6) 2022. The customer regained consciousness and self-treated with "coca." No third-party medical treatment was reported. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp was inspected and no issues were observed. Sensor pack (B)(6) has been returned and investigated. No damage was observed. It is observed that the lid was completely peeled off. The platform was inspected and no issues were observed. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.